Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 7428 (B)(4) showed no significant anomalies. The output and telemetry were ok. The battery was near the assumed normal end of life (eol). A power on reset occurred prior to analysis. Automated test console: fall, battery not in new condition. The device output was tested at the distal end of a known good extension. There was good, stable output observed on each electrode pair connected to the distal end of the extension.

Event description:
It was reported that the pt experienced normal battery depletion. Impedance readings were checked both prior to, and after, device replacement. The two readings were "very different." It was later reported that, prior to replacement, all but the 0 and 1; 0 and 2; 1 and 2; and 1 and 3 lead combinations on the left side were within the normal range. Following the replacement, the impedance readings were checked and all were within the normal range. There was no other troubleshooting done. The pt was recovering well, without any complications.